Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. If catheter was placed sub-clavian then pinch-off syndrome is potential root cause for catheter fracture failure mode; this is cautioned in the dfu as an anticipated procedural complication. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with this item number, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. To avert device damage and/or patient injury during catheter placement: avoid accidental device contact with sharp instrument and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s). Carefully follow the connection technique given in these instructions to insure proper catheter connection and to avoid catheter damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Angiodynamics received a voluntary medwatch form, reference mw5103302, reporting a smartport issue. Per the report, on (B)(6) 2019, a patient had a smartport implant placed for chemotherapy use. The patient was referred for a port study due to the port not functioning. The port was unable to be flushed or and blood flow was unable to be obtained. The patient had swelling in the neck when attempting to flush the port. The port study with contrast showed the catheter was fractured. The port was deemed unusable nor salvageable by endovascular procedure provider, and it was recommended to be removed by the provider. On (B)(6) 2021 the port was removed by the provider and a new port was placed. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. The reported device is not available to be returned to the manufacturer for evaluation.